Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify failed battery test, low battery alarms, possible under or over delivery anomaly or communicate to care link pro due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was not delivering the proper amount of insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported diminished pump battery life and sticky buttons that were hard to press at times. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.